Event description:
Customer reported a button error on her insulin pump. Customer's blood glucose was unknown. Customer stated she was in the swimming pool. When she got out of the pool, the device was emitting a constant tone. Customer pressed esc and the tone stopped, and then the device alarmed button error. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.